Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports one pt that is overcorrected in the left eye following a conventional hyperopia with astigmatism procedure. Add'l info has been requested.